Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported ER visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer was given orange juice, and coca-cola when his blood glucose levels started to drop, but they were not successful in bringing his. Bgs back up. The customer was nauseous and was vomiting. He was taken to the ER where he was treated with IV fluids and food to increase his bgs. The pod was discarded.